Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and revealed rework in the antenna coil shield wire, however, this is not believed to be related to the original complaint. This is the report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b, & h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device on (B)(6) 2026. The recipient's device was reportedly discarded and will not return to advanced bionics for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced device extrusion due to fistula at the implant site. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.